Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve , the valve was implanted at a depth of 4 mm. Upon release of the valve, ventricular movement was noted and the valve was at a depth greater than 12 mm. Severe paravalvular leak (pvl) was noted. A second valve was implanted valve-in-valve and no pvl was observed. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system during positioning, calcification levels and the compliance of the native anatomy. As reported, the dislodged valve was due to a premature ventricular movement. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pr e-existing patient conditions. In this case, the pvl most likely was due to sub optimal positioning as the valve was implanted at a depth greater than 12 mm after the ventricular movement. Per the instructions for use (IFU) the optimal placement of the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.